Event description:
It was reported that a spectrum iq pump under infused during administration of cytarabine in ns (normal saline); although the pump indicated 90 ml remaining, approximately 500 ml was left in the bag after nearly 24 hours (200 mg in 1000 ml at 41.7 ml/hr) during filling. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date provided as 02/2026 d4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number will only contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.